Event description:
It was reported that during a ptca procedure, the liberte' monorail stent delivery system failed to cross the lesion and the stent moved proximally on the delivery device. The physician was attempting to direct stent. The stent remained on the shaft of the delivery device. The lesion was located in a calcified right coronary artery (rca). The procedure was successfully completed by predilation with a 12mm x 3.5mm maverick balloon catheter and placement a 12mm x 4.0 liberte stent. No pt injuries or complications were reported. Pt status is reported "okay".